Event description:
Pt was resident in long term skilled nursing care facility. Pt was found dead in early morning hours of 1/2/1998 by nursing staff. She was found lying on floor in her room with her neck between bed side-rail and mattress. An autopsy was ordered. The autopsy reports was received on 3/24/1998 and indicates the cause of death to be mechanical asphyxia.